Manufacturer narrative:
Insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to due to cracked lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value unknown. Troubleshooting was not performed. The customer stated that the insulin pump got bumped and screen was broken. Customer stated that they can see black spot at the middle of the screen of the insulin pump. The device will be return for analysis.